Event description:
On 6/2/95 pt was admitted to outpatient surgery for removal of a port because she had completed chemotherapy treatment for breast cancer. The tip, 1-2 cm, of the infuser port broke off in the pt resulting in a second surgery on 6/3/95. The physician attempted removal via the internal jugular vein but had to do a right minithoracotomy to remove the piece.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: component failure. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.